Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 35mg/dl, 200mg/dl. Tests were done within 10 minutes with a difference of 124%. Patient did not experience any adverse events. No further information has been reported. Note - customer has not been using control solution.